Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. No belt clip assy received with pump. Unable to verify belt clip anomaly. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling. It was also found the buttons were unresponsive and sticking on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.